Manufacturer narrative:
Concomitant products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter had been revised in the past. No patient symptoms were reported at the time of this report. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested to clarify event details regarding why the revision occurred, patient symptoms, drug delivery at the time of the event and patient outcome after the revision. Should additional information be received a supplemental report will be filed.